Event description:
The consumer reported two (2) false positive results with the binaxnow covid-19 ag self test performed on unknown dates. This MFR. Report is one (1) of 2 (two). The consumer reported a false positive result with the binaxnow covid-19 ag self test performed on an unknown date with unknown sample type. The consumer went to doctor on an unknown date which gave negative result with unknown sample type. No additional information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.